Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('one coil was hanging from uterus at 3-month follow up after placement'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. She felt fine before essure. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), fallopian tube cyst ("cyst on fallopian tube"), headache ("headaches"), acne cystic ("cystic acne"), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating every time I ate something I never had before"), back pain ("back pain"), alopecia ("hair loss in clumps"), feeling abnormal ("still do not feel like myself before essure placement"), dysmenorrhoea ("severe dysmenorrhea") and device dislocation ("migration"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6) 2018, oophorectomy, drained one cyst on one ovary and oopherectomy done. And hysteroscopic removal from one coil from uterus, two tubal ligations, one on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autoimmune disorder, ovarian cyst, endometriosis, headache, allergy to metals, abdominal distension, alopecia, dysmenorrhoea and device dislocation outcome was unknown and the fallopian tube cyst, acne cystic, back pain and feeling abnormal had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, device expulsion, dysmenorrhoea, endometriosis, fallopian tube cyst, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she noticed complications almost immediately after essure insertion. She questioned doctor before placement about nickel allergy, but he said she would have no problems, but it poisons the system if you are sensitive to it. One essure never made it to the fallopian tube as it should have, it was found in uterus at 3-month check after implantation. They went back and left essure coil was removed and left tubal ligation was performed instead of placing another coil on (B)(6) 2013. She had two tubal ligations and one hysterectomy in 2018 at age 40. Discrepancy was noted: date of removal- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure never made it to the fallopian tube as it should have, it was found in uterus. Hysteroscopy - on (B)(6) 2012: right ostia zero coils, left ostia five coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain this case has been identified during monitoring of postings on an FDA hosted docket website for essure (ref. # FDA-2019-n-3767-0086), which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating"), alopecia ("hair loss") and acne cystic ("cystic acne"). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, abdominal distension, alopecia and acne cystic outcome was unknown. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left essure coil removed and left tl (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('one coil was hanging from uterus at 3-month follow up after placement'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. She felt fine before essure. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), fallopian tube cyst ("cyst on fallopian tube"), headache ("headaches"), acne cystic ("cystic acne"), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating every time I ate something I never had before"), back pain ("back pain"), alopecia ("hair loss in clumps"), feeling abnormal ("still do not feel like myself before essure placement") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6) 2018, drained one cyst on one ovary and hysteroscopic removal from one coil from uterus, two tubal ligations, one on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, autoimmune disorder, ovarian cyst, endometriosis, headache, allergy to metals, abdominal distension, alopecia and dysmenorrhoea outcome was unknown and the fallopian tube cyst, acne cystic, back pain and feeling abnormal had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, endometriosis, fallopian tube cyst, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she noticed complications almost immediately after essure insertion. She questioned doctor before placement about nickel allergy, but he said she would have no problems, but it poisons the system if you are sensitive to it. One essure never made it to the fallopian tube as it should have, it was found in uterus at 3-month check after implantation. They went back and left essure coil was removed and left tubal ligation was performed instead of placing another coil on (B)(6) 2013. She had two tubal ligations and one hysterectomy in 2018 at age 40. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure never made it to the fallopian tube as it should have, it was found in uterus. Hysteroscopy - on (B)(6) 2012: right ostia zero coils, left ostia five coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. This case has been identified during monitoring of postings on an FDA hosted docket website for essure (ref. # FDA-2019-n-3767-0086), which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: with follow up received on 4-nov-2019 this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-11431) which will be deleted after all information was transferred to this record # (B)(4), which will be retained. New: report received via FDA docket website. History added: she felt fine before essure. New events: back pain, device expulsion (found already at 3-month follow up after placement), endometriosis, fallopian tube cyst, ovarian cyst, dysmenorrhea, headache, feeling abnormal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('one coil was hanging from uterus at 3-month follow up after placement'), autoimmune disorder ('autoimmune-like symptoms') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. She felt fine before essure. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), genital haemorrhage ("bleeding"), fallopian tube cyst ("cyst on fallopian tube"), headache ("headaches"), acne cystic ("cystic acne"), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating every time I ate something I never had before"), back pain ("back pain"), alopecia ("hair loss in clumps"), feeling abnormal ("still do not feel like myself before essure placement"), dysmenorrhoea ("severe dysmenorrhea") and device dislocation ("migration"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6) 2018, oophorectomy, drained one cyst on one ovary and oopherectomy done. And hysteroscopic removal from one coil from uterus, two tubal ligations, one on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, autoimmune disorder, ovarian cyst, endometriosis, genital haemorrhage, headache, allergy to metals, abdominal distension, alopecia, dysmenorrhoea and device dislocation outcome was unknown and the fallopian tube cyst, acne cystic, back pain and feeling abnormal had not resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, back pain, device dislocation, device expulsion, dysmenorrhoea, endometriosis, fallopian tube cyst, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she noticed complications almost immediately after essure insertion. She questioned doctor before placement about nickel allergy, but he said she would have no problems, but it poisons the system if you are sensitive to it. One essure never made it to the fallopian tube as it should have, it was found in uterus at 3-month check after implantation. They went back and left essure coil was removed and left tubal ligation was performed instead of placing another coil on (B)(6) 2013. She had two tubal ligations and one hysterectomy in 2018 at age 40. Discrepancy was noted: date of removal- (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure never made it to the fallopian tube as it should have, it was found in uterus. Hysteroscopy - on (B)(6) 2012: right ostia zero coils, left ostia five coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain this case has been identified during monitoring of postings on an FDA hosted docket website for essure (ref. # FDA-2019-n-3767-0086), which has been established in preparation of a public FDA advisory committee meeting taking place on november 13 and 14, 2019 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in a 34-year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating"), alopecia ("hair loss") and acne cystic ("cystic acne"). The patient was treated with surgery (robotic hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, abdominal distension, alopecia and acne cystic outcome was unknown. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: left essure coil removed and left tl (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), embedded device ('within the anterior half of the uterus embedded within the myometrium is a silver metallic, coiled wire/migration/silver metallic wire embedded within the lumen of the right fallopian tube'), device expulsion ('one coil was hanging from uterus at 3-month follow up after placement/migration') and ovarian cyst ('ovarian cyst') in a 34-year-old female patient who had essure (batch no. 936681) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure and essure". The patient's medical history included adhd, c-section, tonsillectomy, laparoscopy, multiparous and pregnancy. She felt fine before essure. Previously administered products included for drug allergy: macrobid, amoxicillin and sulfa; for an unreported indication: biaxin and natazia. Past adverse reactions to the above products included drug hypersensitivity with biaxin. Concurrent conditions included menorrhagia, anxiety, depression, dysfunctional uterine bleeding, cramp in lower abdomen, hypertension, fatigue, fever, diarrhea, sore throat, vaginal discharge, vulvovaginitis, vaginal abrasion, insomnia, panic disorder, tobacco use disorder, esophageal spasm, gastritis, internal hemorrhoids, esophageal dysphagia and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-like symptoms"), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis"), genital haemorrhage ("bleeding"), fallopian tube cyst ("cyst on fallopian tube"), headache ("headaches"), acne cystic ("cystic acne"), allergy to metals ("nickel sensitivity"), abdominal distension ("severe bloating every time I ate something I never had before"), back pain ("back pain"), alopecia ("hair loss in clumps"), feeling abnormal ("still do not feel like myself before essure placement") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy and robotic hysterectomy on (B)(6) 2018, oophorectomy, drained one cyst on one ovary and oopherectomy done. And hysteroscopic removal from one coil from uterus, two tubal ligations, one on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, embedded device, device expulsion, autoimmune disorder, ovarian cyst, endometriosis, genital haemorrhage, headache, allergy to metals, abdominal distension, alopecia and dysmenorrhoea outcome was unknown and the fallopian tube cyst, acne cystic, back pain and feeling abnormal had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, autoimmune disorder, back pain, device expulsion, dysmenorrhoea, endometriosis, fallopian tube cyst, feeling abnormal, genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she noticed complications almost immediately after essure insertion. She questioned doctor before placement about nickel allergy, but he said she would have no problems, but it poisons the system if you are sensitive to it. One essure never made it to the fallopian tube as it should have, it was found in uterus at 3-month check after implantation. They went back and left essure coil was removed and left tubal ligation was performed instead of placing another coil on (B)(6) 2013. She had two tubal ligations and one hysterectomy in 2018 at age 40. Discrepancy was noted: date of removal- (B)(6) 2013. Surgical pathology report: cervix: nabothian cysts. Tunnel clusters. Focal endocervical squamous metaplasia. Uterus: proliferative phase endometrium. Small leiomyoma. Myometrium scar. Metallic coil within anterior uterine wall, gross examination only. Silver metallic wire embedded within the lumen of the right fallopian tube. Within the anterior half of the uterus embedded within the myometrium was a silver metallic, coiled wire. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: essure never made it to the fallopian tube as it should have, it was found in uterus. Hysteroscopy - on (B)(6) 2012: right ostia zero coils, left ostia five coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded devices, dysmenorrhea and medical device monitoring error". This case has been identified during monitoring of postings on an FDA hosted docket website for essure (ref. # (B)(4)), which has been established in preparation of a public FDA advisory committee meeting taking place on november 13 and 14, 2019 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Events "embedded devices" were added. Previously reported event "device dislocation" was clubbed with event "device expulsion". Patient demographics, and reporter were added. Reporter causality comment was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.